Event description:
The patient was scheduled for a CT scan. The rn was administering IV contrast when the IV tubing expanded and the tubing cracked. The tubing was quickly replaced. There was a minor delay to replace the tubing. There was no patient harm.